Event description:
It was reported that in (B)(6) 2011, the patient experienced intermittent lower back pain. An MRI taken of her lumbar spine was taken, which indicated that she had stenosis and degenerative disc disease. During an office visit, the patient was recommended for lumbar decompression and spinal fusion at l3-s1, an interbody fusion at l3-l5, and a transforaminal lumbar interbody fusion at l5-s1. On (B)(6) 2011, the patient underwent discectomy at l3-l5, a lateral interbody fusion at l3-l5, and a dlif cage. On (B)(6) 2012, the patient underwent second surgery which included a tlif, insertion of interbody lumbar cage, and a fusion, laminectomy and foraminotomy on her lumbar spine. The patient was implanted with rhbmp-2/acs in both surgeries. Post-op, the patient is in constant pain and is now dependent on others, as well as a walker and wheelchair. She cannot sit or stand for long periods, suffers from depression, and is on total disability.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.